Event description:
It was reported that the user experienced hyperglycemia after announcing a usual dinner, with blood glucose around 291 mg/dl and rising, and confirmed via fingerstick that the value was similar. Symptoms included elevated blood glucose without reported acute complications. Outcomes included no hospitalization and no alerts or alarms. Investigation included guided troubleshooting to verify insulin delivery, during which the user performed a fill tubing and confirmed proper insulin flow through the cartridge and infusion set. Investigation of this case revealed no device alarm or delivery obstruction reported, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.